Manufacturer narrative:
The insulin pump was received with broken battery tube threads, broken battery cap, cracked reservoir tube lip, cracked case at display window corner, cracked lcd window, minor scratched lcd window, missing end cap sticker and loose/protruded drive support disk.

Event description:
The customer reported via phone call that the battery compartment was breaking off. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.